Manufacturer narrative:
U.s. Reporting agent notification received: (B)(4) 2014. Complaint description: wound healing disorders. Sub-continuous wound (novosyn 2/0 hr37 4x45) at hip and the knees reported. The skin has been treated with monosyn 2/0 dsmp24. Samples received: 1 unopened pouch. Analysis and results: there are (B)(4) previous complaints of this code batch from the same end customer, one of them received the same day. There are no units in OEM stock. Tightness test performed and the results conform to standards. Sterilization method using ethylene oxide has been validated for this product. Novosyn biocompatibility has been tested according to standards, and resulted with conforming results. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Wound healing disorders.